Manufacturer narrative:
An investigation was initiated in response to a customer complaint that they observed pink colonies (false positive) growing on chromid s. Aureus elite 20 pl (ref: 419042, lot: 1010688660), but the organism was identified as staphylococcus epidermidis and not staphylococcus aureus. Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the chromid s. Aureus elite plates. Manufacturing record review: lot number: 1010688660 was manufactured on 08may2024. (B)(4) kits of 20 plates each were released with an expiry date of 25aug2024. All manufacturing data were reviewed, including media preparation, the filling step, and weight controls. All parameters were found to be within specifications. The process of preparing the chromid® s. Aureus elite supplement was recorded as compliant, with the correct quantity of the antibiotic mixture being added. Quality control tests for weight and appearance were performed throughout the manufacturing process, and all results complied with specifications. For product release, technical laboratory quality controls were performed on retained samples manufactured at different times. The samples were tested for appearance, ph, microbiological state, and performance. All controls complied with specifications. No non-conformities or deviations were recorded for lot: 1010688660. Retained biomérieux sample analysis: biomérieux retains samples of every lot released to the market. Microbiological activity was tested during this investigation using retained sample plates from lot: 1010688660. The retained sample plates were tested according to our quality control protocol, using the following atcc strains: staphylococcus aureus atcc 25923, staphylococcus aureus atcc 6538, staphylococcus aureus atcc 43300 bmr, staphylococcus epidermidis atcc 12228, escherichia coli atcc 25922, enterococcus faecalis atcc 29212, and candida albicans atcc 10231. Retain testing of lot: 1010688660 partially confirmed the customer issue after 48 hours of incubation. Some colonies of s. Epidermidis atcc 12228 grew pink after this period. However, as stated in the package insert, after 48 hours of incubation, identification of all typical colonies must be followed by appropriate additional tests. Customer strain testing: in total, ten customer strains were returned and tested. In addition to the impacted lot, two other lots at the beginning of the shelf life were tested and two others randomly selected throughout the shelf life. For each strain, testing was as follows: identification using vitek® 2 and inoculation on chromid® s. Aureus elite agar plates of the various lots mentioned above. The results obtained for the identifications tests are the following: staphylococcus epidermidis, staphylococcus haemolyticus, staphylococcus warneri, micrococcus luteus, and staphylococcus lugdunensis species were found with vitek 2 system. As only staphylococcus haemolyticus and staphylococcus epidermidis species were mentioned in the customer complaints, only these two species were tested during the investigation. Regarding the different inoculations performed on the various lots, all plates were incubated for 20-28h and 42-45h at 33-37°c. In lot: 1010688660, investigational testing did not reproduce the customer issue. The colorless colonies obtained after 20-28h developed a pink color within the agar after 42-45h of incubation in aerobic conditions. As mentioned in the package insert, pink color spread on the agar must not be considered. Conclusion: the investigation did not identify any product performance issue for chromid s. Aureus elite 20 pl (ref: 419042, lot: 1010688660). The customer's issue was not reproduced internally during investigational testing. The colorless colonies obtained after 20-28h developed a pink color within the agar after 42-45h of incubation in aerobic conditions. It is important to note that direct identification concerns only colonies obtained after 24 hours; those obtained after 48 hours must be identified with additional tests (as described in the package insert). The pink color spread within the agar must not be considered in the interpretation. Only the color of the colonies must be considered.

Event description:
Intended use: chromogenic medium for the selective isolation and the direct identification of s. Aureus. This chromogenic medium is intended for the selective isolation and the direct identification of s. Aureus in human specimens: ¿ in 18 to 24 hours for the following specimens: blood cultures, nasal swabs, suppurations, ear/nose/throat samples, genital samples, stool samples, skin samples from serious burn victims, respiratory samples (including respiratory samples from patients with cystic fibrosis), ¿ and up to 48 to 72 hours for respiratory samples from patients with cystic fibrosis. This medium is intended for the prevention and diagnosis of s. Aureus infections using samples of human origin. Issue description: a customer in france notified biomérieux that they observed pink colonies growing on chromid s.aureus elite 20 pl (ref (B)(4), lot 1010688660), but the organism was identified as staphylococcus epidermidis and not staphylococcus aureus. The medium consists of a nutrient-rich base which combines different peptones and a chromogenic substrate to enable the growth and direct identification of s. Aureus through the appearance of typical colonies which spontaneously turn pink. The customer reported that they have observed multiple instances of s. Epidermidis producing pink colonies on the chromid s.aureus elite agar, indicating a misidentification of the s. Epidermidis as s. Aureus. The number of strains/patients involved has not been provided. There is no indication or report from the customer that this event led to or contributed to death, serious injury, or serious deterioration in the state of health of any patient. An investigation has been initiated.